Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a 4" (10 cm) appx 0.49 ml smallbore bifuse ext set w/2 microclave¿ clear, check valve, 2 clamps (red,white), rotating luer where it was reported the IV line broke at the cap of the extension set. Mom clamped central venous line (cvl), small amount of blood loss (no greater than 10ml). The event occurred during continuous infusion of normal saline. There was patient involvement and unknown adverse event.

Manufacturer narrative:
Received one used. List #mc33691, 4" (10 cm) appx 0.49 ml smallbore bifuse ext set w/2 microclave¿ clear, check valve, 2 clamps (red,white), rotating luer; lot #uknown. A microclave was observed to be missing on the bifuse. The microclave was not returned. The reported complaint the IV line breaking could be confirmed. The returned sample was observed to be missing a microclave. The probable cause is from insufficient solvent coverage during assembly. A device history lot number could not be conducted because no lot number(s) was/were identified.